Event description:
Leica biosystems rec'd a complaint regarding sub-optimal processing of tissue samples from protocols run overnight in both retort a and retort b, using peloris tissue processor. The complainant observed that the affected tissue samples appeared "wet"; ant provided preliminary info that tissue samples from a portion of the cases were "unreadable" and that the pt (s) was not able to be re-sampled. Applications support was provided to the laboratory by a leica field support specialist (fss) by telephone on (B)(6) 2013. The complainant advised the fss that a laboratory staff member had inadvertently set the concentration for bottle 5 (ethanol), which had been re-filled with 70% ethanol, as 100% error. On (B)(4) 2013, leica biosystems rec'd info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 5 (ethanol) was replaced and the corresponding reagent station reset prior to commencement of the protocols from which sub-optimal tissue processing was reported. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered by the user and resets the number of cassettes processed and the number of cycles and days to zero. Although the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 5 (ethanol), info provided by the complainant indicated that bottle 5 was actually re-filled with 70% ethanol. Bottle 5 was used for the first time in the final dehydration step in the protocols from which sub-optimal tissue processing was identified because the instrument software uses reagent concentration to select reagent stations when executing a protocol, and the reagent with the highest concentration is always used before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. The consequence of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in a subsequent processing steps, ultimately resulting in the sub optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a user error, which occurred during the replacement of bottle 5 completed prior to commencement of the affected protocols.